Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a door failure occurred. The customer attempted troubleshooting by rebooting the device however, the issue persisted the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the door had failed. The field service engineer (fse) identified that the tower was not responding and was off the bus. The door control was replaced, after which the device functioned properly. Diagnostic testing was performed, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.